Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after deploying the lv lead in an anterolateral branch, the analyzer testing for left ventricular 1 to left ventricular 2 configuration for impedance and threshold were within acceptable measurements. Another suitable vector was left ventricular 1 to right ventricular coil testing for impedance and threshold showed acceptable measurements. Any other configuration revealed high thresholds, no capture. The delivery catheter was removed, and the lv lead was sutured down. Retesting the lv lead before cardiac resynchronization therapy defibrillator (crt-d) device connection was stable with the measurements stable as noted during initial testing. Once the leads were connected to the crt-d and the device inserted into the pocket, the lv lead impedance was measuring high but capture threshold was the same for left ventricular 1 to left ventricular 2 and left ventricular 1 to right ventricular coil configurations. The crt-d was removed from the pocket to reassess, the lv lead pin was fully sea ted in the header and the set screw was not loose. Of note, the crt-d was vented before connecting the leads, and xray revealed no change in the lv lead position. The lv lead was then disconnected and reconnected to the crt-d and impedance was still high. The lv lead was disconnected again and retested on the analyzer which revealed impedance left ventricular 1 to left ventricular 2 configuration impedances varied in high measurements, but capture threshold remained stable. The lv lead suture sleeve was freed up to inspect the lead and there were no signs of any lead damage. The healthcare professional decided that since the lv lead was in a suboptimal position and the patient¿s anatomy was not favorable for cardiac resynchronization therapy, to reconnect the lv lead and program left ventricular 1 to right ventricular coil configuration, considering capture threshold was good and, adjust the alert range for impedance. A post implant check approximately four days later, showed normal impedance value on the programmed vector left ventricular 1 to right ventricular coil configuration. No other complications post operation was noted for the patient. The lv lead and crt-d remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.